Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that their screen displayed ¿interstim icon¿ when trying to sync to the ins. It was noted that the patient was using regular energizer aaa batteries. An email was sent to repair where it was explained that the reason for replacement was that the patient was getting a splash screen with appropriate batteries. The patient was sent a replacement programmer. There were no symptoms and there were no further complications reported. Additional information was received from the patient. It was reported that the patient received the programmer and was seeing a poor communication. The patient was still unable to connect after repositioning. No further complications were reported.

Event description:
Additional information was received from the consumer. It was reported that the cause of the poor communication with the new programmer was a problem with the ins. No actions had been taken yet but the patient planned on meeting with a new urologist next month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.